Manufacturer narrative:
The customer¿s report that the primary tubing disconnected at the needleless port was confirmed based on both visual inspection and handling of the other received opened sample. The separation on set 1 was at the engagement between the tubing and inlet of second smartsite port. Both sets were visually inspected for kinks, holes/tears in the tubing or damages to the components. Further inspection of the separated tubing ends identified the issue to be due to insufficient solvent being applied at the tubing engagement. Dimensional measurement confirmed the tubing¿s to be within specification. No testing was deemed necessary on both sets due to the obvious separation. The root cause was identified as insufficient/lack of solvent being applied at the affected engagement due to equipment and/or operator error.

Event description:
It was reported that the primary tubing was noted to be disconnected at one of the needle-free ports upon opening the package. There was no patient involvement and the event did not cause delay in care.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that primary tubing was noted to be disconnected at one of the needle-free ports upon opening the package. There was no patient involvement and the event did not cause delay in care.